Manufacturer narrative:
A visual examination of the device found it to have separated at the transition. The inner ring remained inside the silicone tubing and was found to be slightly twisted inside the tubing. The inner ring was approximately 7 mm from the proximal end of the silicone tubing. The thermoformed tubing was pulled away from the joint and the connector had been broken into 2 pieces with a portion remaining inside inner ring. An examination of the connector found it to have failed while undergoing torsional and/ or bending forces. The proximal end of the silicone tubing presented scoring, most likely caused by the snare used to retrieve the device from the patient. It was noted that the condition of the returned unit was consistent with the complaint incident that the feeding tube detached/ separated during placement. Based on the event description and the evaluation of this and other similar returned devices, the most probable root cause is ¿operational context¿. A device history record (DHR) review of lot number 16616729 was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician was pulling the peg tube out of the patient, the peg tube detached at the transition zone between the hard and soft plastic. The detached portion of the peg tube was retrieved from the patient using a snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, when the physician was pulling the peg tube out of the patient, the peg tube detached at the transition zone between the hard and soft plastic. The detached portion of the peg tube was retrieved from the patient using a snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Pt weight: the exact weight of the patient is unknown, however, it was reported that the patient was between (B)(6) lbs. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.